Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited slowly decreasing rv and superior vena cava (svc) coil impedances. The lead remains in use. No patient complications have been reported as a result of this event.